Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Revision has yet to occur. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: component loosening (cup). Confirmation of stem code received via product stickers 8th october 2014. Stem code is not in the depuy system so cannot be verified. Number added manually to com. Update received 10th october 2014. Manufacturing date received for stem. Update 22 oct 2014 - correcting side. This is for the right side. (B)(4) for the left. Confirmation also received that there has been no revision as of yet for this side.

Event description:
Asr revision.asr xl - left.reason(s) for revision: component loosening (cup).confirmation of stem code received via product stickers (B)(6) 2014. Stem code is not in the depuy system so cannot be verified. Number added manually to com.update received (B)(6) 2014. Manufacturing date received for stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.